Event description:
A power-on-reset (por) condition was reported and the patient was not able to feel stimulation. Error code 1000 was provided. The patient had an x-ray three to four weeks prior to report but did not see a por message on the patient programmer at that time. The implantable neurostimulator was interrogated with the clinician programmer. A code was located and the por was cleared. The patient then began feeling stimulation.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted (B)(6) 2010, explanted unk; programmer: model 37743, serial# (B)(4).